Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the patient is fine,and that they had a new catheter opened within 2 minutes.

Manufacturer narrative:
The returned catheter was three inches in length. The catheter met the requirements for patency. Due to the length of the catheter returned, the catheter could not be tested for tensile strength and ultimate elongation. The catheter did not meet the requirements for leak testing due to two tears observed on the catheter between the six and seven markers. One end of the two segments returned were damaged. It is unknown how or when this damage occurred. The instruction for use cautions, ¿improper use of instruments in handling or implanting shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿ proteinaceous debris was observed on the catheter. The instructions for use cautions, ¿shunt obstruction may occur in any component of the shunt system. The ventricular catheter may become occluded by particulate matter (e.g. Blood clots, brain fragments, and bacterial colonization), by investment of the catheter tip in choroid plexus, by embedding of the catheter in brain tissue, or by coaptation of the ventricular walls in the presence of overdrainage (¿slit ventricles¿).¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular catheter had 2 holes in it around the 6 or 7 cm mark.